Event description:
Boston scientific crm received information that this right atrial (ra) lead dislodged and stuck into the superior vena cava junction which caused phrenic nerve stimulation. The lead was explanted and a new ra lead was successfully implanted in its place. To date, there have been no additional adverse patient effects reported. The lead was sent to pathology and will not be returned.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.